Manufacturer narrative:
Continuation of d10: 4965-50, lead implanted: (B)(6) 2009; 5076-52 lead implanted: (B)(6) 2006 , medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the patient complained to the health care professional that the device longevity is declining more quickly than expected.  A review of the crt-d battery voltage curve revealed a large dip had occurred and the battery voltage did show a consistent decline.  A review of the crt-d device data was performed, and indicated that the most recent battery voltage decline was due to the atrial tachycardia (at)/atrial fibrillation (af) burden contributes to the reduced longevity.  The crt-d remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.